Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. Treatment rendered for the event was not reported. On an reported date, the patient was released from the hospital and reported to be recovering. The action taken with pd therapy was not reported. No additional information is available.